Event description:
The facility reported via a user facility report that a container of central venous nutrition (1800ml) was placed on a colleague infusion pump to infuse at 70 ml/hr. Two hours later, 1600 ml was noted to have infused. According to the facility's quality services manager, as a result of the event, the pt "glucose went up." The pump was discontinued and a physician was notified. Regular insulin was administered and "additional lasix given" and reportedly, the pt recovered without any adverse outcome. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's glucose level prior to the event, serial number and event history review of the pump, set up of the infusion device.